Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the patient's mother (reporter) contacted lifescan lay user/patient alleging an "error 4" and "error 5" issue with the patient's one touch ultra meter. The reporter stated that the error messages first occurred one month prior. After the issue began, the patient took his diabetes medications based on a sliding scale; however, no blood glucose results were reported on the patient's meter. The customer service representative noted that the patient takes 40 units of novolin but the date/time of insulin administration was not reported. The reporter claimed that the patient has been hospitalized a "couple" of times due to the error messages and due to low blood glucose. For example, the patient became unresponsive the following month, obtained a "27 mg/dl" on the emergency services' meter, and was admitted to the hospital on the same day, where he was treated with IV glucose. The customer service representative (csr) noted that the correct testing techniques were used and the test strips were in good condition. The csr walked the reporter through troubleshooting but the error messages were not resolved. The complaint is being reported because the patient allegedly became unconscious after getting the "error 4" and "error 5" messages. Replacement products were sent to the patient.